Event description:
Instrument failure/end of life - the 5.0 glenoid drill on the turon total shoulder system broke. Torqued on drill in guide when the surgeon was drilling. The hole he was operating through was tight, a bad angle.